Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer performed a pump reset. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.